Manufacturer narrative:
Concomitant product(s): a 5076 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response and that the cardiac resynchronization therapy defibrillator's (crt-d) device detection features appeared to not work, namely during far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead had also exhibited undersensing. Lead sensitivity was reprogrammed and blanking was adjusted on the crt-d. Both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.